Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room after shocks were delivered by the device. A device interrogation found that high voltage therapy was initially delayed during a ventricular tachycardia (vt) episode due to low defibrillation impedance measured in the right ventricular lead. However, shock was successfully delivered from a different high voltage (hv) configuration. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Additional information: e1 - initial reporter.